Manufacturer narrative:
This unit was returned for failure analysis. The reported error ¿17¿ was confirmed in the logs but could not be replicated. In logs, error ¿17¿ is present, confirming the error occurred in the field. Upon visual inspection, no issues related to the reported event were found. The unit was tested with a golden unit and functioned as expected. As a result of this investigation, failure analysis was unable to determine the root cause of the reported event. The ¿17¿ error is consistent with the reported event and is the potential root cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the fiber optic cable and acp board to resolve the issue. The fse later returned to swap out the system completely. System was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system experienced non-recoverable 17 faults. Technical support first instructed the customer to power down the system, perform a hard power cycle on the patient side cart, and reseat the blue fiber cables. After restart, the same errors persisted on acp4. Technical support then had the customer disable the boom and recover the fault, after which the customer was unable to adjust the boom for the case and was uncertain whether the procedure would proceed. The customer reported event has no report of patient injury.